Event description:
Clinical report states the patient had a stem and head revision for fracture of a 10.5-mm solution stem that had been implanted for 11.6 years. The patient had their first revision at the anderson clinic 20.1 years prior to the current event that consisted of a cup revision for loosening of a cemented cup that had been implanted at an outside institution. The patient's cemented stem, which had been retained at the time of their first revision at the (B)(6), subsequently loosened and the patient underwent a stem and head revision 16.4 years prior to the current event using a custom 8.2-mm diameter extensively porous-coated stem. The custom stem subsequently fractured 4.8 years after it had been implanted and the patient underwent a stem and head revision using a 10.5-mm diameter solution stem that also fractured leading to the current event.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the head as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.